Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a problem with the lead helix. After two extensions and retractions, the helix was no longer functioning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.